Event description:
On (B)(6) 2020 at 0600 patient is not receiving adequate volume, saturation 50-60% due to tube leak. While attempting ett exchange, md was unable to deflate the cuff. Re-intubation performed by md. Equipment saved for review and sent back to manufacturer for review. FDA safety report ID# (B)(4).

Event description:
Add¿l info rec¿d on 07/28/2020 for mw5095783; second incident occurred on (B)(6) 2020 at 0720, patient assess, cuff not holding volume/not inflating according to patient documentation. Ett check and inspected evidence of rupture (whole in the cuff). Emergency re-intubation performed with same size ett. Equipment saved and sent back to manufacturer for review. FDA safety report ID# (B)(4).